Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged out of the coronary sinus branch and into the main coronary sinus body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.